Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a procedure, a faradrive steerable sheath was selected for use. When the farawave was inserted into the faradrive, air contamination was observed during flushing. It was thought to be due to a defect in the hemostatic valve of the faradrive. The sheath was replaced, and procedure was completed without patient complications. The device is expected to be returned.

Event description:
During a procedure, a faradrive steerable sheath was selected for use. When the farawave was inserted into the faradrive, air contamination was observed during flushing. It was thought to be due to a defect in the hemostatic valve of the faradrive. The sheath was replaced, and procedure was completed without patient complications. The device was returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.